Event description:
It was reported that during this cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the left ventricular (lv) lead was exhibiting high out of range impedance measurements. Boston scientific technical services (ts) was consulted, and troubleshooting was performed as well as different vector configurations were tested, however, out of range measurements were obtained. All other lead measurements were within range. The lead was successfully implanted. No adverse patient effects were reported.